Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving hydromorphone (40mg/ml at 2.796 mg/day), clonidine (3000 mcg/ml at 209.7 mcg/day), and bupivacaine (40 mg/ml at 2.796 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had an MRI, to rule out a granuloma, and a motor stall occurred. The patient's log were not read yet. It was noted the patient left the MRI field on (B)(6) 2019 at 1:12 pm and as of the call it was 3:29pm with no motor stall recovery. It was instructed to cover the patient with non-pump medication and periodically interrogate pump for stall recovery. There were no symptoms reported. Additional information received from a healthcare provider via a manufacturer representative reported it was still unknown if there was a granuloma or not. There were no actions taken yet but the patient was following up with physician on an unknown date and time. It was noted the motor stall resolved and the patient's weight was unknown.